Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited reduced battery percentage before capacitance reform during device check in the hospital. The device was not implanted in any patient and was noted to have proper storage.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device was tested on the bench using automated testing equipment, and no anomalies were found.